Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 1 low flow alarm was logged on (B)(6) 2016 at 19:53:52. Starting on (B)(6) 2016 at approximately 20:01:44 a sudden decrease in estimated flow and power consumption to parameters below the normal operating range was recorded confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the sudden drop in pump parameters can be attributed to thrombus blocking the inflow cannula of the pump. Lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to medical personnel on proper usage and placement of the hvad system in addition to appropriate hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct both the user and medical personnel on how to recognize low flow alarms, the potential causes of these alarms, and the potential courses of action. Device remains implanted.

Event description:
It was reported that the patient had an acute low flow alarm one evening after getting up from dinner. The flow was 0.0, watts 2.2. The controller exchange resulted in the same readings. The patient is hemodynamically stable however, the echo showed no flow into the inflow cannula and the aortic valve is opening with every beat. Real time waveforms show almost flat flow with very tiny micro pulsatility. The medical team suspected thrombus. However, it was further reported that the pump had clotted off. The patient's inr was lower range of 1.5-2.5 due to a previous history of intracranial bleed. Patient is not a surgical candidate at this time so potentially no further testing will be done. The patient is currently still alive and has been moved to hospice care.